Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable high ise indirect for gen.2 sodium results for two patient samples. Of the data provided, only the results for one patient sample were discrepant. The initial result was 158 mmol/l and the repeat result was 140 mmol/l. The erroneous result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number was c4028. The expiration date was requested but was not provided. The field service representative determined the most likely cause was sample fibrin in the ise flow path. He ran ise checks, checked all adjustments, and completed sipper flow path cleaning. All ise precision checks were within specifications. The customer repeated 20 patient samples and all results matched. A definitive root cause could not be found.